Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly fully deployed. No problems were found with fluid passing through the complete fluid path, though a hole was observed through the bottom housing air vent and reservoir. It could not be determined when this damage occurred, and the cause of the reported high blood glucose levels could not be conclusively determined. An alarm was generated indicating that the pod had reached its expiration time of 80 hours. This is not a failure of the device but rather a safety feature of the device. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide. Model: ent450. 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached 383 mg/dl after wearing the pod between 4 and 24 hours on the arm. The patient was able to activate a new pod, gave a bolus and the patient's bg levels lowered to 95 mg/dl.